Manufacturer narrative:
A copy of the operative report was received april 6, 2016. The report indicates that dsa images showed a stenosis within the left sfa with moderate to severe disease in a focal point for a distance of approximately 4cm. A 5mm spiderfx was in place during atherectomy with the hawkone. After both devices were removed, debris was extracted from both the hawkone device and spiderfx. Dsa showed improvement of the stenosis. No adverse event reported . Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4).

Event description:
Hawkone tip damage reported. A new hawk was opened to complete the procedure. The plaque had started to come out of the side of the nosecone after 4 passes. No injury reported. Evaluation of the hawkone was completed march 21, 2016. A review of the manufacturing records for this device did not reveal any discrepancies relevant to the reported event. No ancillary devices or cine images from the procedure were received. The hawkone catheter was received attached to its cutter driver unit. The customer experience of the hawkone having tip damage was confirmed. The hawkone exhibited an expansion of the tecothane coating on the distal assembly. Biological debris was noted within the distal assembly distal of the cutter head. The white debris is extruded between two struts of the distal assembly and has bulged the tecothane coating. Some of the white biological debris has penetrated through a hole in the tecothane coating. The damage to the distal assembly is approximately 20mm distal of the cutter window. No embolization of tissue from cutter. (B)(6).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.